Manufacturer narrative:
Device not returned.

Event description:
It was reported that temp irregularity was observed, (range 45 to 104 within seconds). The hospital provided three lot numbers that were in stock: 58460832, 58457286, and 58449026. No pt complications were reported.